Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. From the x-rays provided, the head does not appear centered within the shell which could indicate a dislocation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Due to the dislocations, a decision was made to undertake revision surgery and it was noted the neck of the femoral component was impinging on the polyethylene liner resulting in dislocation. Decision was made to exchange the cup and to correct orientation.